Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using an ilet system with teflon infusion sets and 23-inch tubing, with glucose values confirmed by fingerstick reaching approximately 400 mg/dl and remaining above target for about 36 hours; the user performed multiple infusion set changes without inspecting removed sets, briefly switched to multiple daily injections, and later reconnected to the device with glucose returning to range. Symptoms included hyperglycemia. Outcomes included user-perceived need for troubleshooting and temporary use of back-up therapy. Investigation included user follow-up, blood glucose questionnaire, and product-use troubleshooting. Investigation of this case revealed that the cause of hyperglycemia was unclear and no device component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.